Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received for investigation. During visual inspection the device was observed to have corroded drain fitting, damaged lcd and a faulty pump. The reported issue was confirmed during functional testing when the pump motor would not run, however, the investigation could not attribute a root cause for the motor condition. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.

Manufacturer narrative:
UDI section of device identification is unknown; no product information has been provided to date. Date of event is unknown; no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is not working. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.